Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed via remote transmission. The dependent patient was asymptomatic. The lead was explanted and replaced.

Event description:
New information received notes that prior to the explant procedure, the patient was admitted to the emergency room with an aborted shock due to noise and loss of capture.